Manufacturer narrative:
Patient information is not available for reporting. This report is for two (2) unknown innies (locking caps). The complainant parts were not explanted. Unknown, as specific part and lot numbers for the complainant locking caps were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report for synthes (B)(4) reports an event as follows: it was reported that a patient underwent cervical surgery for a two-level cervical degeneration on (B)(6) 2015. During the procedure, the axon screws were placed without any issue. While placing the rods into the screw heads in order to fixate the innies (locking caps), however, the innies became loose. After several attempts, the screws needed to be removed and new screws were placed. With the new screws, the innies were able to be locked. The procedure itself was ultimately completed successfully with the addition of thirty (30) surgical minutes. It was also noted on the device report that the tip of a 2.4mm drill bit broke. It is unknown if this issue occurred during the same surgery; therefore, it will be addressed under complaint (B)(4). This report is for two (2) unknown innies (locking caps). This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.